Event description:
The customer reported that the fiber card was not permitting fiber function. There was no report of injury as a result of this issue. The manufacturer is filing this report based on analysis results of the returned device, rather than based on the reported issue of fiber card not permitting fiber function.

Manufacturer narrative:
The device was returned to the manufacturer and analyzed. The failure analysis could not confirm the report; three fiber cards were returned, however, none showed to be expired or exhibited any issues. Further analysis disclosed that the fiber cap was charred and drilled through. The fiber cap condition would prevent proper fiber function; the cap condition would also result in a diffuse beam and/or a forward firing condition, which has been identified as a potential safety issue. The root cause of the device failure was determined to be heat accumulation due to tissue contact and/or technique and anatomical/procedural factors encountered during the procedure, limiting the performance of the fiber. The product labeling states that tissue contact or tissue probing may cause fiber damage or breakage. There was no report of injury as a result of this event.